Event description:
The user's hearing performance was suddenly affected. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance was suddenly affected. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance was suddenly affected. Reportedly, the user showed good benefit before. A trauma is suspected. No redness or swelling was noted when the user was seen. There were no recent changes in health or medication reported. The user has been reimplanted on (B)(6) , 2023.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.